Manufacturer narrative:
A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b008d1r was produced under normal conditions. There are no other complaints for lot b008d1r in our worldwide complaint database. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4) device not returned. No evaluation will be performed.

Event description:
The following event was found during a routine review of the FDA maude database related to acuve oasys for astigmatism brand contact lenses: event description: "I placed an acuve oasys for astigmatism (lot#b008d1r076) in my left eye on saturday (B) (6) 2014. About one hour later, the contact spontaneously tore and I had severe pain, blurred vision, tearing, and a runny nose. I spent 2 hours in the (B) (6). The diagnosis was a bad overall corneal abrasion of my left eye. I was given tobradex for therapy. After spending the night with continued rhiorrhea and tearing, I saw an optometrist in the morning. She confirmed the diagnosis and I was also given topical steroids. Five days later, the abrasion is resolving, but my visual acuity has suffered greatly. I shall need a new prescription for my glasses." Based upon the lot number published on the maude site, the product used by the patient had expired on (B)(6) 2014, prior to use. Requested submitter contact information via FDA dice and was informed that the submitter name and contact information we requested is not publicly available.